Manufacturer narrative:
(B)(4): occlusion is labeled in the IFU. No product or images were returned to assist with the investigation. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation, however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints. Additional action is not required at this time. The risk is insufficient per qeras, the rpn remains at an acceptable level as a result of this complaint.

Event description:
A (B)(6) female patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the procedure, however, percutaneous transluminal angioplasty was performed since both side of access vessels were slightly stenosed. On (B)(6) 2011, the patient got dehydrated. For several days, the patient had eaten only rice gruel. The patient visited the medical facility since the patient felt ill. On (B)(6) 2011, CT revealed right iliac leg was completely occluded. On (B)(6) 2011, femoral-to-femoral bypass surgery was performed. Now the patient takes bay aspirin. The patient's condition is unknown since it was not provided by the reporter.